Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified device patch with lot number 3367097, catalog number srx-560, deformation and voids. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device remains implanted.